Event description:
It was reported that while using this anchor inserter during a right ankle arthroscopy with open lateral stabilization repair, the anchor would not deploy and pulled out of the bone hole. A second anchor was placed in this same hole. It was reported that the procedure was completed as intended without injury to the pt.

Manufacturer narrative:
Investigation findings: the device was received for eval. A visual inspection of this inserter found no defects. A review of product history for the past 2 years shows no other reported problems for this failure mode. Conmed linvatec will continue to monitor this product for failures.